Event description:
During the procedure (procedure and target vessel information not provided), the surgeon noted the enterprise stent (enc452812/ 10391472) had become stuck in the prowler select plus (606s255x/ 15995757) microcatheter when the stent was being advanced. The stent could not advance further and was withdrawn with the microcatheter. The devices were exchanged for a new stent and microcatheter to complete the procedure. There was no report on patient injury. The devices had been stored, prepped and used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The delivery wire had been placed securely into the microcatheter hub prior to advancing. Products was returned for analysis.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Patient age, gender, weight were not provided. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00089 and 1058196-2015-00090.

Manufacturer narrative:
Complaint conclusion: during the procedure (procedure and target vessel information not provided), the surgeon noted the enterprise stent (enc452812/ 10391472) had become stuck in the prowler select plus (606s255x/ 15995757) microcatheter when the stent was being advanced. The stent could not advance further and was withdrawn with the microcatheter. The devices were exchanged for a new stent and microcatheter to complete the procedure. There was no report on patient injury. The devices had been stored, prepped and used as per the instructions for use (IFU), and a continuous flush had been maintained through the microcatheter. The delivery wire had been placed securely into the microcatheter hub prior to advancing. No additional information was provided. Product file (B)(4): a non-sterile prowler select plus 150/5cm was received coiled inside a dispenser. An enterprise was found inside of the received micro-catheter. The hub was inspected and no damages were noted. The body of the device was inspected and it was found compressed. Residues of dry blood could be observed on the received devices. The received devices were inspected under microscope, and the microcatheter was found compressed on the distal section. Residues of dry blood and dry saline solution could be observed on the devices. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro). Additional force was applied on the enterprise device and it advanced smoothly until the microcatheter's distal tip, where resistance/friction was felt when the stent was passing through the compressed section found on the microcatheter. A review of the manufacturing documentation associated with this lot 15995757 presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the enterprise and prowler could not be properly evaluated because of the products received condition (stent deployed/catheter compressed); however, the compression observed on the involved microcatheter might be the caused the resistance between the devices. The exact cause of the compress on the involved microcatheter could not be conclusively determined, but procedural/handling factors appear to have impacted on this failure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing processes of the devices; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated report numbers of 1058196-2015-00089 and 1058196-2015-00090.